Event description:
It was reported that during set up, the attachment was having a vibration issue. It was reported that there was no patient or staff impact. Additional information was received stating that seized bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that customer allegation of vibration could not confirmed. The likely cause was identified as due to bearing seized. It was also noted that laser makings were illegible/faded and foot was dented/scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.